Manufacturer narrative:
A hill-rom service tech inspected the bed and found that the power cord was interfering with the CPR lever, causing the bed to be in CPR-mode (which prevents the head section from being raised). The power cord was re-routed and the bed began to operate properly.

Event description:
It was reported to hill-rom that the excel bed would not go up.